Manufacturer narrative:
Technical support (ts) performed troubleshooting over the phone to determine issue with asm 12.1 when using microsoft edge app with win10 causing failed rate accuracy. Customer was having preventive maintenance issue running asm when running with microsoft edge app. Issue was resolved when switching to internet explorer. A serial number was not provided; therefore, a review of the device history record cannot be performed.

Event description:
It was reported that there was an issue with asm 12.1 use of microsoft edge app with win10. The device failed preventive maintenance with rate accuracy running too high but when the biomed switched to internet explorer, then run the test again, the unit pass with no issue. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was an issue with asm 12.1 use of microsoft edge app with win10. The device failed preventive maintenance with rate accuracy running too high but when the biomed switched to internet explorer, then run the test again, the unit pass with no issue. There was no patient involvement.